Event description:
It was reported starting the thursday prior to report (B)(6), the patient felt an increase in stimulation when he sat or lay. The patient wanted a manufacturer's representative at his appointment on (B)(6) 2014. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3487a-56, lot# va013ru, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# v900846, implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).